Event description:
This is a spontaneous report by a nurse from (B)(6) of poor hand technique (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with dianeal pd2 1.5% and 4.25% therapies. On (B)(6) 2010, the patient began treatment with dianeal pd2 1.5% and 4.25% therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapies was not reported. On an unreported date, the patient had poor hand technique. On (B)(6) 2012, the patient experienced peritonitis manifested as cloudy drain and abdominal pain. The cause of peritonitis was poor hand technique. The patient was treated with cefazolin sodium 250mg ip (frequency not reported) for peritonitis. On an unreported date, the patient had retraining; therefore, the event of poor hand technique was considered resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.